Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, leading to inappropriate supraventricular tachycardia (svt) episodes, anti-tachycardia pacing (atp) and a single shock. Technical services (ts) was consulted and further in office evaluation of the system was recommended. Programming enhancements were performed. No additional adverse patient effects were reported. This system remains in service.